Event description:
It was reported that the patient had increased pain in his legs and that he had "jumping legs". No other neurological deficits were noted. The hcp thought the catheter was irritating the nerve root and did not think a granuloma had formed. The patient's catheter was pulled down previously to thoracic vertebrae 12; it was repositioned again to the interspace area between lumbar 1 and lumbar 2. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.